Event description:
User facility reported "unit involved in pt burn." User facility reported that unit burned a pt in combo treatment. The user manual includes instructions to move the sound head during the therapy session in a circular motion. Not moving the applicator around during treatment can result in injury such as that reported in this complaint.